Event description:
Customer reported the insulin pump has been alarming external ram crc error and unexpected restart. Both alarms were noted multiple times in the device alarm history. Customer's blood glucose was unknown. A temporary basal was not programmed before the unexpected restart alarm. The device was not store or not in use for an extended period of time. A normal bolus was programmed into the air and amount recorded in the bolus history. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.